Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 407 mg/dl. The customer was declined to troubleshooting for high blood glucose. The insulin pump had pump error alarm. The insulin pump exposed to high magnetic resonance image a month ago. Customer able to successfully clear alarm and not able to complete rewind. The insulin pump will not be returned for analysis.